Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. H4: this lot was manufactured november 2023. H11: four (4) unopened samples were received for evaluation. Visual inspection and inspection under magnification were performed and revealed various types of foreign matter enclosed in the sealed product packaging. Sample #1: a 0.02 mm dark spot embedded outside the tubing, not in the fluid pathway. Sample #2: a 0.02 mm dark spot embedded outside the tubing, not in the fluid pathway. Sample #3: 0.0265 inch dark fiber embedded on the white connector, outside the tubing, not in the fluid pathway. Sample #4: a 0.0280 inch dark fiber embedded on white connector outside the tubing, not in the fluid pathway. The reported condition was verified. The cause of the condition was determined to be contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix vented, micro-volume inlets had particulate matter (pm) contamination. The pm was described as, ¿black and white particles as well as lint and hair in the outer packaging, in the inlet, or on the connectors¿. This was observed prior to use. There was no patient involvement. No additional information is available.